Manufacturer narrative:
The customer reported that the central nurse's station (cns) had a display failure. Nihon kohden provided troubleshooting tips including swapping the hard drives, and suggested that if the issue continues they should send the device in for repair. If this resolves the issue, then nihon kohden will send them a new hard drive for on-site repair. There was no patient harm reported. The customer reported that the unit is working fine after swapping the primary to backup hd.

Event description:
The customer reported that the central nurse's station (cns) had a display failure.

Manufacturer narrative:
Details of the complaint. On (B)(6) 2018, customer at (B)(6) reported the cns-6201a (pu-621ra sn: (B)(6)) went to a blue screen of death (bsod). This had occurred 2 times before. The cns would go to bsod and they would power cycle it to go back into the software. On (B)(6) 2018, customer reported the unit rebooted itself again with the bsod. Service requested/performed. Irc sent to nkc for investigation exchange was processed and nka repair center evaluation of the customer's unit is as follows: the unit was cleaned and evaluated. The reported problem of "cns went to the bsod" could not be duplicated through testing, trouble shooting and extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per operator's/service manual and operates to manufacturer's specifications. A second technician evaluated the unit for an extended period of time and found no issue as well. Investigation result. The issue is identified as the cns going into a blue screen, requiring the user to power cycle the unit to go back into the software. Per nkc DHR (attached), the unit (pu-621ra sn: (B)(6)) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The cns warranty began 07/24/16. Review of device c4c history found no previously reported issues with blue screen or rebooting. Per (B)(4) , the cause of this issue was unable to be determined by nkc due to outdated version being used at customer location and output content of logs not being enough. Nkc has determined that a future countermeasure to the issue is to change to the newest version; improving output functions of the log and making future investigations easier. As nka repair center evaluation was unable to reproduce the issue after extended testing of the cns, possible contributing factors include those which cannot be troubleshot within nka test environment, such as issue with the hospital's infrastructure, network, or current workflow. Per investigation for a similar incident at kaiser pemanente under notification 300162591, three additional investigations into cns rebooting at this facility were conducted by nkc. It was suspected that the issue was caused by facility's networking issue, however it could not be confirmed. As the customer's network environment information is not available, the root cause of the rebooting issues at this particular facility could not be determined. The cns software for sn: (B)(6) was upgraded to version 05-01 under notification 300128281. No further issues have been reported for this unit after 02/27/18. Investigation conclusion. As the customer's network environment information is not available, the root cause of the rebooting issues at this particular facility could not be determined. The cns software for sn: (B)(6) was upgraded to version 05-01 under notification 300128281. No further issues have been reported for this unit after (B)(6) 2018. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; additional information; device evaluation; h3. Device evaluated by manufacturer; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) had a display failure.

Manufacturer narrative:
Additional manufacturer narrative: the issue is identified as the cns going into a blue screen, power cycling, and then going back into the software. Per (B)(4), the root cause of this issue was unable to be determined by nkc due to outdated version being used at customer location and output content of logs not being enough. Nkc has determined that a future countermeasure to the issue is to change to the newest version; improving output functions of the log and making future investigations easier. No further investigation is required at this time.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) had a display failure. Nihon kohden provided troubleshooting tips including swapping the hard drives and suggested that if the issue continues they should send the device in for repair. The customer decided to send the unit in for repair. The unit was cleaned and evaluated. The reported problem of "cns went to the bsod" could not be duplicated through testing, troubleshooting and extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per operator's/service manual and operates to manufacturer's specifications. The unit was sent back to the customer.